Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening). Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging asthma (new or worsening). Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed an unknown contaminant on the top enclosure, front panel, and exterior of the iso (international organization for standardization) port. A dust-like contaminant was observed on the accessory flip doors, top enclosure, front panel, inside the inlet of the blower box, rear panel, bottom enclosure, blower, blower seal, and blower box. Dried liquid spots with potential mineral deposits were observed on the blower and blower box. In addition, a keratin-like substance was observed at the outlet of the blower box. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There was zero error found. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and was not able to confirm the customer's complaint.